Event description:
It was reported that the atrial channel exhibited noise episodes. The lead remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information on (B)(4) 2014 indicates the lead continues to exhibit noise. The lead was suspected to be damaged. The device was reprogrammed and remained implanted.